Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the device seized, jammed, and was moving heavily. It was noted that the device had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had a false contact, was overheating, and had a loss of power. It was not reported that the device was used in surgery, or that there was patient involvement. It was not reported that there were any delays in the surgical procedure, or that a spare device was available for use. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation it was found that the incorrect pert number (532.101) was inadvertently entered into the initial medwatch report. The correct part number (532.010) has been entered into this medwatch report. The manufacturing site name was documented as (B)(4) in the initial report. This has been updated to (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.